Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) year old (B)(6) male patient had impella cp pump inserted in the left femoral for acute myocardial infarction (ami). The patient had hemolysis and as a result an unknown amount of red blood cells (rbc) was given.